Manufacturer narrative:
The pace/defib engine board was returned to zoll medical corporation for evaluation. During the investigation the technician discovered that the customer attempted repair of the pace/defib engine board. As a result of the board being tampered with, root cause could not be firmly established. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 76" message. Complainant indicated that there was no patient involvement in the reported malfunction.